Event description:
When returning resident to bed from wheelchair via lift, one of the hooks from the sling which has a 400 lb capacity, bent. This resulted in the resident falling to the floor. Post incident, resident has been so fearful of using lift that she has remained on bedrest refusing its use. This has impeded the progress resident made in physical therapy and has lengthened her stay unnecessarily. Resident was examined and seen by md the day of the incident. Post incident, resident c/o left arm pain and suffered small scratch to nose.